Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was sitting when the programmer displayed an informational power-on-reset (por) message. The pt was able to clear the por with his programmer. It was also reported that the pt was unable to adjust stimulation and the "call your doctor" icon was displayed on the pt programmer. The pt stated he was receiving great stimulation and was able to see the parameter screen. The pt was going to set up an appointment at his clinic to have his device checked by a MFR's rep. Add'l info has been requested but was not available as of the date of this report.